Event description:
During fluoroscopic exam of esophagus, the "live" fluoro button stuck and could not be undepressed. Patient and staff were immediately removed from the room and the breaker was tripped by using the "stop" button. Button was manually unstuck and worked fine the rest of exam. Philips service was called and a new part was ordered and installed even though event could not be duplicated.

Event description:
During fluoroscopic exam of esophagus, the "live" fluoro button stuck and could not be undepressed. Patient and staff were immediately removed from the room and the breaker was tripped by using the "stop" button. Button was manually unstuck and worked fine the rest of exam. Philips service was called and a new part was ordered and installed even though event could not be duplicated.